Manufacturer narrative:
Journal article details: title: double homemade fenestrated stent graft for total endovascular aortic arch repair authors: canaud, ludovic; ozdemir, baris ata; chassin-trubert, lucien; sfeir, julien; alric, pierre; gandet, thomas. Journal of vascular surgery october 2019 70(4):1031-1038 doi: 10.1016/j.jvs.2018.11.054. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient group for endovascular thoracic aortic aneurysm repair. Prior to implant, each of the valiant stent grafts was partially unsheathed and modified to create a fenestration.   The following adverse events were observed in the patient group: malfunctions: inaccurate delivery